Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the reagent probe a tubing crimped and pinched causing fluid to leak from the probe. The fse replaced the tubing to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from reagent probe a on a unicel dxc 600 pro synchron system. The customer stated approximately 10ml of fluid leaked from the probe and was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.